Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader loses the sensor scan values from the graph when the data is transfered to a computer to take the readings on (B)(6) 2018 and (B)(6) 2018. Customer experienced headache, vomiting and loss of consciousness. Customer reported obtaining a reading of 553 mg/dl on an unspecified meter and was diagnosed with ketoacidosis. Customer was treated with sodium bicarbonate injection and saline by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported her adc freestyle libre reader loses the sensor scan values from the graph when the data is transferred to a computer to take the readings on (B)(6) 2018 and (B)(6) 2018. Customer experienced headache, vomiting and loss of consciousness. Customer reported obtaining a reading of 553 mg/dl on an unspecified meter and was diagnosed with ketoacidosis. Customer was treated with sodium bicarbonate injection and saline by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.